Event description:
Received serious burn after medtronic interstim 3037 was implanted. The pain was severe and unremitting. A couple of weeks into it, the device started to shock me in all private parts and my back. The pain in my right hip where the device was implanted was so severe I have hardly slept in 7 weeks. I want this removed, and my doctor advises that any reports about this are false. I have read many reports of similar incidents by other pts. Please help me!